Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Advised patient's mother to reset the application and smart device. Advised patient's mother to ensure that the application and transmitter was within range and check the operating system of the smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/08/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.